Manufacturer narrative:
Although lot 17206366 was reported, it was determined that the lot is invalid. Therefore, the lot will be reported as unknown. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of thrombocytopenia. The indication for the filter placement was not reported. The filter was implanted via the right internal jugular vein and placed in an infrarenal position. The medical records indicate that the filter released correctly; but that some under-expansion was noted. The filter position was adjusted with the use of a snare with full expansion seen. The patient is reported to have tolerated the procedure well and without complications. Post-procedurally, the patient received platelet transfusions related to pre-existing thrombocytopenia. At some point after the filter implantation, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced anxiety and worry associated with the filter. The product was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was invalid. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported incomplete expansion could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) instructs the user to ensure that the filter is fully released and deployed and to perform a final cavogram prior to terminating the procedure. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, including occlusion that causes injury and damage to the patient. Medical record review indicated that the patient was brought to the cardiac catheterization laboratory, draped and prepped in the usual sterile manner, 2% xylocaine was infiltrated in the right neck. The patient was placed in trendelenburg position. The anatomical landmarks were identified, namely the sternal and clavicular heads of the sternocleidomastoid muscle. Then, 2% xylocaine was infiltrated, and the right internal jugular vein was accessed successfully with a micro puncture needle and a 6-french sheath was successfully passed into the ij all the way into the ivc and a 6-french sheath was inserted in the ij. Thereafter, a pigtail venogram was performed to localize the location of the renal veins, after which a 6-french delivery sheath was inserted over the wire and the ivc filter was deployed below the level of the origin of renal veins. The filter was released correctly; some under expansion of the filter was noted. The filter was pulled up a by one vertebral space with the help of a snare catheter. Frame expansion was noted. The profile of the ivc filter was normal and the filter was seen to be expanding properly. The patient tolerated the procedure well. There were no complications. The delivery sheath was changed for a 6- french sheath and it was sutured into the right ij. Since the patient is thrombocytopenic with the last platelet count being 67,000, she will receive 2 bags of platelet transfusion before the sheath is pulled out of the neck this afternoon. Additional information report from the patient profile form indicated blood clots, clotting, and/or occlusion of the ivc. The patient lives with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. The patient is worried because my filter my filter has occluded within my vena cava.